Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the biomed had a control panel on the arctic sun device that would not turn on. Biomed performed a hard reboot and nothing was observed. They would order a new panel and replace it inhouse. As per the follow up information received on 03may2022, the biomed stated that the device was not being used on a patient during reported event and would be ordering a control panel and replace it onsite.

Event description:
It was reported that the biomed had a control panel on the arctic sun device that would not turn on. Biomed performed a hard reboot and nothing was observed. They would order a new panel and replace it inhouse. As per the follow up information received on 03may2022, the biomed stated that the device was not being used on a patient during reported event and would be ordering a control panel and replace it onsite.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in an error. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.